Manufacturer narrative:
Email is: (B)(6). No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump would not fully connect with the cassette. A different pump was used and connection to the cassette was successful. Per the reporter, treatment was delayed but the issue was resolved, and the pump system was up and running. There were no patient adverse effects. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.